Event description:
It was reported that post-operatively to a cryo ablation procedure, the patient experienced dysarthria. An magnetic resonance imaging (MRI) was performed and a cerebral infarction was diagnosed. The patient was given a one time does of edaravone. The case had been completed with cryo. The patient is a participant in the cryo af global registry study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2018: additional incoming information indicated that the patient's outcome to the adverse event was resolved on (B)(6) 2017.